Event description:
It was reported that "flames were coming out of aspiration holes in the cannula."

Manufacturer narrative:
The report from the customer was that "flames were coming out of aspiration holes in the cannula". The actual electrode and the universal handle used during the procedure were returned to conmed. Samples of unused product were also returned by the customer. Examination of the electrode revealed discoloration to the electrode tip and damage to the shrink tube. Functional testing consisted of hooking up the universal plus pistol with the used electrode to the aspen generator. Wattage settings of 10w, 25w and 50w were tested. Each setting was verified by touching the tip to a ground pad and observing the spark created. The same test was implemented for the unused product returned. Results from the test showed that the spark generated from the returned device was much more intense than from the unused product. Conversation with the marketing manager stated that the customer uses an erbie generator, with a setting of 180 watts. Conmed's dfu states to "always use the lowest possible power setting to achieve the desired electrosurgical effect." The practice of continually using a high wattage may cause a eschar (charred tissue debris) coating to build up on the electrode tip. This can cause a flame to develop when the electrode is energized. The high wattage recommendation of the erbie generator (180w) will cause more tissue to be burned. The combination of high wattage and eschar build up caused the flame to occur when the tissue is burning off. Inform the customer to follow the caution statement in the dfu. "Always use the lowest possible power setting to achieve the desired electrosurgical effect." We consider this investigation to be complete and the complaint closed.